Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How was the staple line reinforced? Was a leak test performed? If so, what type and what was the result? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What is the current status of the patient?

Event description:
It was reported that the patient was undergoing colectomy procedure. Dr. Used linear 75 + load stapler and reinforced the staple line. On (B)(6) 2019, the patient presented fecal secretion in the drain, was reopened and a fistula was observed in the staple line. Dr redid the enterectomy procedure.